Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Good mr reduction and good immobilization of the detached clip were noted. Leaflet assessment was performed and the clip was deployed; however, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). The physician then decided to end the procedure, with mr at grade 3-4. The patient was in stable condition. On (B)(6) 2017, surgical mitral valve replacement was performed, with explantation of the implanted clips. Post procedure, the patient was in stable condition. No additional information was provided. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping and subsequent slda appear to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip referenced in b5 is filed under a separate manufacturing report number.

Event description:
This is filed to report the single leaflet device attachment (slda).it was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure treating degenerative mitral regurgitation (mr) of grade 3-4. A severe anterior 2 (a2) prolapse was noted. The first clip delivery system (cds) (70103u191) was advanced and some difficulty was noted during grasp attempts. When lowering the grippers, the posterior leaflet was not captured. Additional grasp attempts were made and the clip was successfully positioned on the medial portion of the anterior 2/posterior 2 (a2/p2) leaflet segment. Leaflet assessment was performed and the clip was deployed. However, prior to removing the gripper line, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). The gripper line was removed and the physician decided to place a second clip (70113u241) lateral to the detached clip, in order to stabilize the detached clip. Some difficulty was noted grasping the leaflet, as it was difficulty to capture the posterior leaflet. The grasp position was changed and the clip was successfully placed medially to the detached clip. Leaflet assessment was performed and the clip was deployed. The detached clip was still not properly stabilized and a third clip (70113u242) was advanced to better stabilize the clip. The third clip was placed close to the first clip; however, this clip also had difficulty grasping the posterior leaflet, but was able to grasp both leaflets. Continued in h10.